Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle connected to an ars for evaluation. Visual and microscopic examination of the needle revealed three cracks and multiple scratches in the introducer needle hub. The returned needle was attached to the returned ars and water was aspirated and purged. A significant amount of water and air leakage was detected from the needle hub. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained three cracks and multiple scratches in the hub. A device history record review was performed and no relevant manufacturing issues for the hub were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The md found cracks at the hub of the needle. The md judged as defective product and used new product.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The md found cracks at the hub of the needle. The md judged as defective product and used new product.